Event description:
Reportedly, the device was explanted after an implant duration of 22.1 months due to regurgitation. Patient is hep c and mrsa positive; therefore, the device will not be returned for evaluation. The following has been reported by the customer: (B)(6) 2008 "perimount plus (B)(4) was implanted for mitral valve replacement (mvr) to correct mitral stenosis regurgitation (msr). Coronary artery bypass surgery (CABG) was also performed at the same time. Echo findings since the implant are as follows: (B)(6)2008, the valve was functioning properly without regurgitation. (B)(6)2010, the valve seemed to be opening properly. However, central flow regurgitation was observed. (B)(6)2010, the valve opening was normal. Gap was observed at the center of three leaflets. Pannus/blood clot was suspected. Leaflets at the aortic ostium and right atrium sides were found to be slightly thickened. (B)(6)2010, the opening and closing of one of the leaflets were obscured. Other two leaflets were opening fine. (B)(6)2010, leaflets were found slightly thickened. Level ii to iii regurgitation was observed from the center of the valve. The opening of the valve was poor and the flow was fast. The findings seemed to be msr. (B)(6) 2010, the device was explanted for mvr due to msr. Perimount plus 6900pj25 (s/n: unknown) was implanted as a replacement. CABG was also performed on one of the vessels on the anterior inter-ventricular artery at the same time. During the surgery, gap was observed at the center of the valve and thin white membrane (or pannus) was observed on three leaflets. After explant, the leaflets were found to be soft and no calcification was observed, but they seemed to be slightly shrunk. Sales rep also reported that one of the leaflets was found to be discolored to a yellow ocher. The pannus and leaflets were cut and sent to pathology for examination at the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter has been requested. (B)(6)2010, images and x-rays have been provided by the customer. (B)(6)2010, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(6)2010, digital images were provided, the valve was not returned. Most of the pictures exhibit poor lighting and are out of focus. Four images were selected in the picture collage and were rotated to have the same orientation. In the x-ray image, most of leaflet 2 appears to be cut off. No other inconsistencies detected in the x-ray. Observing the inflow and outflow images of the valve, and other images provided, thickened tissue could not be confirmed. The fourth image may be a picture of leaflet 2 after it has been cut off. Host tissue presence onto the valve tissue cannot be determined based on the pictures provided. Device not returned due to the infections reported. Unable to evaluate using the photos provided.